Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. The specimen was in the bag for retrieval when the bag burst. A different brand retrieval system was used to retrieve the specimen and the procedure was completed without further incident. No patient injury. It is unknown if the bag fragmented or the location of alleged defect. The event device was discarded by the facility. Pictures are provided of potential lot numbers used. Type of intervention: the device was replaced and the procedure was completed without further incident. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.